Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, the non-bsc guidewire became stuck within the device and the whole system was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen, and blood in the guidewire lumen. The inner shaft was buckled for 36cm starting at the distal marker band and extending proximally. The inner shaft was separated from the manifold. The balloon had a circumferential tear starting 1mm proximal of the distal marker band. The balloon was buckled for 11mm. The outer shaft was stretched down for 5mm. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, the non-bsc guidewire became stuck within the device and the whole system was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported.